Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal treatment.

Event description:
On (B)(6) 2017, a dentist reported the case of a female patient ((B)(6)) who required root canal treatment on tooth #3. This tooth received a lava ultimate crown on (B)(6) 2013, to replace an existing crown with recurrent decay. On (B)(6) 2017, the tooth was noted as having secondary caries, poor marginal adaptation, and discoloration. Root canal therapy was performed following this discovery. Subsequently, the lava ultimate crown was replaced with a non-3m crown